Event description:
It was reported that allegedly the patient's left magec rod is not distracting, and is damaged. The patient's magec rods remain implanted, and have yet to be revised by the physician.